Manufacturer narrative:
Product complaint # (B)(4). The device was discarded; therefore, no further investigation can be performed. A review of the manufacturing documentation associated with this lot 21j161av presented no issues during the manufacturing or inspection process that can be related to the reported complaint. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint#: (B)(4). Section b5: additional information received on 03-feb-2022 indicated that the patient did not experience any clinical symptoms due to the event. It is unknown whether the event required prolonged hospitalization. The current health status of the patient is also unknown. There was no report of a device malfunction or performance issue associated with the embovac catheter. The resistance during withdrawal and the ccf occurred during procedural use of the devices; however, the physician did not think the cause of the event was due to a defect of the devices. The physician commented that this issue may have been caused by severe tortuosity at the inferior trunk of the m1 bifurcation. Anonymized procedural films/imaging are not available for review. Section e1. Initial reporter phone: (B)(6). A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: it was reported by a healthcare professional that a patient underwent mechanical thrombectomy of a middle cerebral artery (proximal m1 segment) occlusion with a 5mm x 37mm embotrap iii revascularization device (et309537/21j161av) and 132cm embovac 71 aspiration catheter (ic71132ca/30546092) and suffered from a carotid cavernous fistula (ccf) during the procedure. The bleeding ¿stopped somehow¿ but the procedure was aborted after only one pass. Concomitant devices included an optimo epd balloon guiding catheter (tokai medical) and a trak 21 microcatheter (stryker). The concomitant trak 21 microcatheter was delivered to the distal m2 segment of the mca. The embotrap iii was deployed at the proximal segment ¿against the thrombus¿. Next, the embotrap was retracted while the embovac was used for aspiration. However, there was an intensive resistance felt. The physician stopped retracting the device and pulled the microcatheter back slightly to aid in withdrawal. The embotrap was ultimately removed, but complete recanalization was not achieved. The final/end of procedure tici score was 2a. The target thrombus was red/black and ¿not too hard¿. The physician commented that this issue may have been caused by severe tortuosity at the inferior trunk of the m1 bifurcation. Additional information received indicated that when the embovac catheter was advanced to the paraclinoid segment of the internal carotid artery (ica), the ccf occurred around the carotid syphon. The patient did not experience any clinical symptoms due to the event. It is unknown whether the event required prolonged hospitalization. The current health status of the patient is also unknown. There was no report of a device malfunction or performance issue associated with the embovac catheter. The resistance during withdrawal and the ccf occurred during procedural use of the devices; however, the physician did not think the cause of the event was due to a defect of the devices. The physician commented that this issue may have been caused by severe tortuosity at the inferior trunk of the m1 bifurcation. Anonymized procedural films/imaging are not available for review. No further information could be obtained. The device was discarded; therefore, no further investigation can be performed. A review of the manufacturing documentation associated with this lot: 21j161av presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Withdrawal difficulty is a known potential procedural complication associated with the embotrap iii device. The embotrap instructions for use (IFU) warns the user to never withdraw the device against significant resistance. Assess the cause of resistance using fluoroscopy and if necessary, advance the microcatheter over the device to resheath or partially resheath to aid withdrawal. The root cause of the resistance encountered during withdrawal could not be determined. However, there are vessel characteristics, clot burden/characteristics, and operator technique that may have contributed rather than the design or manufacture of the device. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Event description:
It was reported by a healthcare professional that a patient underwent mechanical thrombectomy of a middle cerebral artery (proximal m1 segment) occlusion with a 5mm x 37mm embotrap iii revascularization device (et309537/21j161av) and 132cm embovac 71 aspiration catheter (ic71132ca/30546092) and suffered from a carotid cavernous fistula (ccf) during the procedure. The bleeding ¿stopped somehow¿ but the procedure was aborted after only one pass. Concomitant devices included an optimo epd balloon guiding catheter (tokai medical) and a trak 21 microcatheter (stryker). The concomitant trak 21 microcatheter was delivered to the distal m2 segment of the mca. The embotrap iii was deployed at the proximal segment ¿against the thrombus¿. Next, the embotrap was retracted while the embovac was used for aspiration. However, there was an intensive resistance felt. The physician stopped retracting the device and pulled the microcatheter back slightly to aid in withdrawal. The embotrap was ultimately removed, but complete recanalization was not achieved. The final/end of procedure tici score was 2a. The target thrombus was red/black and ¿not too hard¿. The physician commented that this issue may have been caused by severe tortuosity at the inferior trunk of the m1 bifurcation. Additional information received indicated that when the embovac catheter was advanced to the paraclinoid segment of the internal carotid artery (ica), the ccf occurred around the carotid syphon.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Initial reporter: the customer contact information, including name, occupation, phone, fax, and e-mail address, was not reported. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. This is one of two products involved with the complaint and the associated manufacturer report numbers are 3008114965-2021-00677.